Event description:
Pt called back and said they got the replacement controller, but now the recharger the pt was using was getting hot(pt actually mentioned that both the rechargers they were using were getting hot and pt was also using spouse's recharger). Pt provided serial number and tss agreed to replace, but then post call. Tss called the pt back and explained the situation. Pt said they accidently sent back the recharger used on call where first secure note was generated and no longer had that recharger. Tss agreed to ship out another recharger, but instructed the pt to send back all old equipment and to stop using old rechargers. Tss requested replacement recharger.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type recharger product ID: 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.